Event description:
It was reported to medtronic minimed that the customer reported scratches on the screen, unresponsive buttons, the screen would black out, the screen lags with certain commands, and sensor failures. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the cosmetic damage, keypad anomaly and blank display. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test. Sleep current measurement and active current measurement within specifications. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected, failed battery alarms. No unexpected keypad unresponsive anomalies noted. Unit received with cracked battery tube threads, fading serial number label and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for blank display anomalies. Unit passed all required testing. Customer did not experience an unexpected failed battery alarm of less than 7 days per the pump history records. No unexpected keypad unresponsive anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.